Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler was drifting. It is unk to the customer if there was pt involvement or if there were adverse consequences to report.